Manufacturer narrative:
The ams 700 flat reservoir was visually inspected and functionally tested; no leaks were found. The reservoir therefore performed within specification. The tubing was not returned for analysis. Product analysis was unable to confirm the reported events. An investigation conclusion code of cause not established was chosen, as product investigation could not identify the most probable cause of the event with the returned components. The product analysis results and event report provided no objective evidence that would warrant further escalation. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed.

Event description:
It was reported that the patient experienced a surgical procedure to replace a inflatable penile prosthesis (ipp) reservoir due to inflation issues. The pump would not refill and the physician found that there was not any fluid in the system and a large tear of about an inch in the tubing to reservoir. The procedure was completed successfully with no patient complications.

Event description:
It was reported that the patient experienced a surgical procedure to replace a inflatable penile prosthesis (ipp) reservoir due to inflation issues. The pump would not refill and the physician found that there was not any fluid in the system and a large tear of about an inch in the tubing to reservoir. The procedure was completed successfully with no patient complications.